Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt noticed obscured vision and presented with anterior capsular contraction post lens implant. Yag was performed approx 6 weeks post implant to address capsular contraction syndrome. The pt is doing well to date. This report pertained to the pt's right eye. Add'l info has been requested. Ref MDR# 2031924-2014-00146 for the pt's left eye.